Event description:
Reporter indicated that the patient has been experiencing pain in chest area. The patient indicated that the pain was not bad when it started and it only occurred at the generator site. The patient indicated that the pain has worsened and now their whole chest hurts. The patient claims that the pain is intermittent and inconsistent. The patient feels the pain when the device is stimulating; however, it is not always painful during stimulation. The patient taped the magnet over the device to turn it off. Lead test resulted in a dc-dc code 7 and limit, indicating possible device malfunction. It was reported that since generator replacement due to end of service, the patient was receiving good seizure control and had not had high impedance before this incident. Reporter indicated that the patient did not fall nor did they suffer any trauma to their chest area. Reporter also indicated that the patient does not manipulate or twiddle the generator and lead. Physician parogrammed the device to off in 2002. Further follow-up revealed that the pt underwent exploratory surgery the following month. It was reported that the surgeon noticed drops of blood in one of the connector cavities in the generator header. The pins were removed, cleaned and reconnected. Lead test following this procedure resulted in a dc-dc code 2. Eventhough the lead test ran ok, the generator was explanted and a new generator was implanted because the neurologist felt that he wanted to avoid another surgery if it was later determined that the generator was malfunctioning. The physician indicated that the chest pains were related to the vns.